Manufacturer narrative:
The reported issue of system error code 110.6020 could not be confirmed. The root cause could not be confirmed; no product or device logs were returned for investigation. A review of the device history record showed the device had a manufacture date of 05/08/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that there was a system error code 110.6020. The error occurred during start up of the device. There was no patient harm. The issue was noted before patient use .

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that there was a system error code 110.6020. The error occurred during start up of the device. There was no patient harm. The issue was noted before patient use.